Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned. The investigation was unable to determine a conclusive cause for the reported patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is a known potential patient effect as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effect was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that during an intervention procedure of a restenosed superficial femoral artery (sfa), resulting in critical limb ischemia of the left foot, angioplasty was performed and the supera stent was implanted; however, final angiography showed a filling defect at the origin of the posterior tibial artery consistent with distal embolization. The thrombosis was noted to be from the angioplasty procedure and not the deployed stent. Thrombolysis was performed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.